Event description:
It was reported that shaft break occurred. A renegade hi-flo infusion catheter was selected for use. During the procedure, the guidewire could not cross into the renegade catheter and a visible separation was noted on the device. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi flo microcatheter was returned for analysis. Inspection of the device revealed a shaft fracture located at 10.7 cm to 33.5 cm from the hub. Media (photo) of the device during the procedure was also reviewed; however, the orientation and quality of the photo made it difficult to verify the damage in the complaint. Analysis of the returned device was able to confirm the shaft break reported from the field.

Event description:
It was reported that shaft break occurred. A renegade hi-flo infusion catheter was selected for use. During the procedure, the guidewire could not cross into the renegade catheter and a visible separation was noted on the device. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.